Event description:
See MDR 1219856-2008-00293 for second event. It was reported at 10:10pm, a call was placed to the hot line stating the intra-aortic balloon (iab) was not zeroed prior to insertion; the light on the pump is black. The rn stated the fiberoptix sensor (fos) status codes are low light (ll), ratiometric error (re). The rn also removed and reinserted the cal key and slide connector with no change. The clinical support specialist (css) explained to the rn that there is a disruption in light between pump and catheter, but the catheter will function as standard fluid filled catheter. The rn stated the catheter was working well as the fluid filled the catheter. The iab will be sent back for an evaluation after it is removed from the pt. On (B) (6) 2008, the rn phoned the css and stated the pt expired. Per the hosp, there is no correlation between the iab and the pt's passing. Add'l info received on 6/3/2008 stated that the pt expired (B) (6) 2008 in the evening. Per the rn "the death was not attributed to the iab".

Manufacturer narrative:
(B) (4). Evaluation: the intra-aortic balloon was returned for evaluation. Traces of blood were on the exterior surfaces of the iab. The sidearm super arrow-flex (saf) sheath was on the catheter approx 9.8 cm from the proximal end of the bladder. The sensor and cal key were attached to the fos cable. The slide connector housing was missing from the fos connector and was not returned. One tab on the center post was broken. The sensor was cleaned, light level tested and failed indicating a corrupt cal key. The sensor was tested separately and passed. Details of event stated the fos status codes were low light (ll) and ratiometric error (re). A status code of ck would have been displayed if the cal key was corrupt at the time the iab was connected to the intra-aortic balloon pump (iabp). The reported status of ll indicates the light path had not been established. The broken tab on the connector and the fact that the connector was pushed out of the slide connector housing suggests excessive force was used to connect the fos to the iabp. Reference: fiberoptix ap sensor zeroing and calibration guide. Note: if resistance is met during connection, do not force the connection. Pull slide connector back slightly and reattempt the connection. As was done in this case, when the fos is not available, the iab is still able to be used since an ap (arterial pressure) signal is available through the central lumen. A transducer can be connected to the central lumen, as in all iabs, and the ap and timing can be monitoring from this location. The effect of not having an ap fos signal is the enhanced wave inflation timing algorithm is not available in autopilot mode. The fos was recessed so far that it was pushed out of its housing due to excessive force applied on connection to the iabp. When the fos is not correctly connected, the iabp the light path cannot be established and the fos will not be recognized by the iabp. It is unlikely that the iab was a causal or contributing factor to the death of the pt. The reporting healthcare professional said the death was not contributed to the iab. We are submitting this report because we have determined that on the info available, we cannot conclude with certainty that the device was not a contributing factor.